Event description:
The customer reported the mx40 speaker malfunction message. No audio was confirmed. The device was not in use on a patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 speaker malfunction message. No audio was confirmed. No patient involvement.